Manufacturer narrative:
Production record review: a review of the device manufacturing records found no non-conformances or other issues related to the reported event. Device evaluation: the returned precice nail was observed and no damage was found. X-ray images revealed a broken coupler to drive stage junction at the weld. Leadscrew/coupler was completely separated from the mechanism. The nail was functionally tested and was unable to distract/retract with the erc and high-speed magnet. The nail was unable to distract/retract with the fast distractor to perform the stroke test. Due to the condition (jammed) of the nail, force testing was not performed. Attempts to obtain further event information to aid in root cause determination were made; however, no further information was provided and a root cause cannot be determined.

Event description:
See updated fields d6, d9, h3, h4, h6, h10.

Manufacturer narrative:
The device has not been returned for investigation nor were x-rays provided to confirm the alleged event. Root cause cannot be confirmed at this time.

Event description:
Information was received that during an osteotomy the nail would not lengthen. No patient injury was reported.